Manufacturer narrative:
Sections d1-d4, g1, and g4 were updated. The calibration and qc were acceptable. A general reagent issue was excluded. The alarm trace showed abnormal aspiration and sample short alarms, which are indicative of poor sample quality. The field service representative found deposits around the tubes of the cell resin, valves, and the vacuum tank. He cleaned the rinse tube, sample probe, and the solenoid valve, which appeared to resolve the issue. He performed successful checks and tests. A pre-analytical handling issue could not be excluded. The investigation did not identify a specific cause of the event. The investigation determined the service actions resolved the issue.

Manufacturer narrative:
The analyzer's serial number is (B)(6). The field service representative performed checks. The investigation is ongoing.

Event description:
There was an allegation of questionable creatinine plus ver.2 results for 1 patient sample on a cobas c 303 analytical unit. The initial result was 0.484 mg/dl. The initial result was questioned by the clinician because the result didn't match the patient's clinical history. On (B)(6) 2025, the repeated result was 1.43 mg/dl.